Event description:
It was reported that there was a blockage in the catheter, tried to flush and got it started but felt sluggish. Check for leaks from the insertion point. Then pull the PICC line. The patient is ok. The PICC line are secured with statlock. O cm at skin level and 42 cm long. The patient received a new PICC line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there was a blockage in the catheter, tried to flush and got it started but felt sluggish. Check for leaks from the insertion point. Then pull the PICC line. The patient is ok. The PICC line are secured with statlock. O cm at skin level and 42 cm long. The patient received a new PICC line. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: it was reported the total length of the catheter 42cm, inserted in the brachial, exit site 0cm, secured with a statlock, and used for oncology treatment ;immunotherapies (car-t cells, monoclonal antibodies), cyklofosfamid, ocovin, doxorubicin, rituximab. Intervention to unblock catheter. There was a blockage in the catheter, tried to flush and got it started but felt sluggish. It starts leaking when flushing, the leakage comes from the insertion site and it was pulled. Then they saw a hole about 10 cm. There also was a kinking on it. Leak occurred in 10cm 26 days after insertion. Site cleaned with chlorhexidine 5mg/ml 250ml bottle and chloraprep 3ml 2% chg in 70% ipa and dressed in a 90-degree along the patient¿s arm. T two days before identified there were issues taking bloods in the community and pt remembers PICC leaking at exit site. Not obvious because of biopatch in place. Seen in clinic and decided to remove and fracture seen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a powerpicc with two large circumferential splits in the catheter tubing. Use residue was observed on the catheter tubing. Evidence of kinking was observed at the locations of the splits. Although splits were observed in the catheter tubing, no details of the damage or distinguishing features could be discerned from the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a blockage in the catheter, tried to flush and got it started but felt sluggish. Check for leaks from the insertion point. Then pull the PICC line. The patient is ok. The PICC line are secured with statlock. O cm at skin level and 42 cm long. The patient received a new PICC line. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: it was reported the total length of the catheter 42cm, inserted in the brachial, exit site 0cm, secured with a statlock, and used for oncology treatment ;immunotherapies (car-t cells, monoclonal antibodies), cyklofosfamid, ocovin, doxorubicin, rituximab. Intervention to unblock catheter. There was a blockage in the catheter, tried to flush and got it started but felt sluggish. It starts leaking when flushing, the leakage comes from the insertion site and it was pulled. Then they saw a hole about 10 cm. There also was a kinking on it. Leak occurred in 10cm 26 days after insertion. Site cleaned with chorahexidine 5mg/ml 250ml bottle and chloraprep 3ml 2% chg in 70% ipa and dressed in a 90-degree along the patient¿s arm. T two days before identified there were issues taking bloods in the community and pt remembers PICC leaking at exit site. Not obvious because of biopatch in place. Seen in clinic and decided to remove and fracture seen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.